Manufacturer narrative:
(B)(4). Pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. Pump was also received with a missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the battery compartment was cracked and also the insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.